Event description:
Upon transferring the pt to the ICU, the ICU nurse did not pick up on the label mishap, and erronously continued administering insulin instead of the vasopressor they thought they were giving, and the pt's glucose levels became dangerously low. The amount of steps needed to perform one function, the lock out features of the differing modes, and the slow response of the pumps do not make these pumps ideal for emergent use or use in the frequent titration of vasopressor/vasodilator/recovery drug administration. Rptr feels there needs to be a more responsive system or software added to these pumps to make therm more responsive to the frequent changes required of sick ICU type pts, so that staff do not try to manipulate the pumps in order to get them to perform to their needs. Despite the fact that the staff manipulated the pump to get it to perform to their immediate needs, there needs to be a emergency mode whereby the treatments can be expediated for emergency use and a one-step function to change lines, labels, or dose of the drug without having to go through multiple screen, etc. The pt was treated for the hypoglycemic event and suffered no permanent injury.